Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient lost effective therapy due to high impedances on both leads. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The reported "high impedance¿ issue was confirmed. Analysis of the 3186 lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as there were no reported falls, trauma, or accidents prior to the reported event.